Event description:
On (B)(6) 2016, the a1059 mayfield modified skull clamp was in use on a (B)(6) female patient. The patient was positioned prone and not repositioned intraoperatively. There was no stereotaxic device in use. When the procedure was complete and the drapes were removed, it was noted that the skull clamp had slipped. The base of the clamp was now up against the patient nose. The clamp was placed and locked prior to attaching to the bed. All associated equipment used was mayfield and integra brand a1072 adult skull pins were used. There was not patient injury or medical intervention required and no delay in the surgery due to the product problem. The device was removed since the surgery was over.

Manufacturer narrative:
Integra has completed their internal investigation on 12 aug 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the complaint was not confirmed - no issues observed. With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. General maintenance and cleaning are required. The device in question was manufactured on 30-jun-2006. No manufacturing or design related trend has been identified. Conclusion: in summary we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements.